Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a redo paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. During the ablation phase, the physician was performing a radiofrequency ablation in the right atrium near the superior vena cava when the patient¿s blood pressure decreased. The effusion was noticed during manipulation of catheter from left pulmonary veins to right pulmonary veins in the left atrium. No ablation was performed at site of injury. The physician did an echocardiogram and found an effusion, indicating blood within the pericardial cavity. The procedure was then stopped immediately. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient required an overnight stay in the hospital due to the adverse event. Since the event, the patient has fully recovered. The physician¿s opinion on the cause of the adverse event is it occurred as an effect of catheter manipulation and the effusion occurred on the roof. A transseptal puncture was performed with an unknown needle. St jude medical, agilis 8f sheath was used. The patient received anticoagulant and the activated clotting time was maintained at 300-350 seconds. There are no factors noted that may have contributed to the adverse event. The generator was in temperature control mode with a cutoff of 50°c. The power was not titrated during ablation. The irrigation flow was set at 9ml/min. There were no error messages on biosense webster inc equipment during the procedure. The smarttouch catheter was not close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.